Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the system booted up as normal but when the fms was inserted the machine hung up. The system was rebooted and operated normally. There was no patient involvement.

Manufacturer narrative:
The system was examined and the reported event was confirmed. As, the host module and all of the printed circuit boards (pcb) were found to have debris within them and were subsequently replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 24, 2008. Based on qa assessment, the product met specifications at the time of release. The root cause can be attributed to debris within the host module. The manufacturer internal reference number is: (B)(4).